Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The manufacturing investigation revealed the clamp's upper part is broken off. The visual inspection showed that because of the fracture behavior, and the deformation of the upper part a measurement of the relevant dimensions is not possible. The fracture face is homogenous which indicates material conformity. We found that one corner of the clamping surface has clear visible deformations. This lets us suppose that the angle was off as described, therefore the force was not allocated to the complete surface of the clamp, which can lead to mechanical overload. This complaint is indeterminate from a manufacturing standpoint.

Event description:
During a procedure from t-10 - ilium while the surgeon placed the iliac bolt the clamp broke. The surgeon felt the angle was a little off while he applying torque when the clamp broke. The surgeon was able to successfully attach a screw to the collar to complete the procedure with not adverse effect to the patient. Surgeon indicated he felt it was a technique issue not a product issue.